Event description:
The customer reported to baxter (B)(4) that the septum of a y-site on the interlink extension set was inverted and the solution leaked when it was connected with a infusion set via a lever lock. There was no patient injury or medical intervention necessary. The actual sample is available. No additional information is available.

Manufacturer narrative:
(B)(4). The customer returned the actual sample to baxter for evaluations and the reported condition was confirmed; an inverted septum was observed on the returned sample. A complete hot stamp was observed on the interlink housing. A dimensional measurement was also conducted on the diameter of the septum and the swage height with no abnormality observed. The slit was also observed on both sides of the septum. During visual inspection the septum was determined to be inverted at its edge. Evidence of proper swage ring indicated that there was no damage at point of swage during manufacturing. Additionally, slit in septum and swage height were noted to be in order based on sample evaluation. A batch review was not performed as the lot number was not provided. Based on the evaluation of the sample, the root cause cannot be determined. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.